Event description:
It was reported, the patient experiences pain at the ipg site whether stimulation is on or off. The patient has lost weight and the ipg is moving in the pocket. An sjm representative met with the patient who reported she no longer experiences the pain. The physician believes the ipg movement is due to the patient's weight loss.

Manufacturer narrative:
Recall: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.